Event description:
All of the month of (B)(6) 2018 I have noticed that when I put my contacts in my eyes, they burn. I've switched contact lenses, so I don't think that is the issue as I have used different contact lenses during this month. I think it's because the clear care solution. I use to clean my eyes doesn't fully react, so the product gets in my eyes. It hurts and I'm concerned it will affect my eye health. I don't use clear care at all in my eyes because I know it's not meant to be used directly in my eyes. I leave the contacts in the solution at least 8 hours while I sleep. Sometimes, I have put on my contacts mid-day after I have left my contacts in the solution for about 14 hours and my eyes still burn. Is the product over-the-counter? Yes; did the problem stop after the person reduced the dose or stopped taking or using the product? Yes; did the problem return if the person started taking or using the product again? Yes. Frequency: at bedtime; date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: to clean contact lenses.